Manufacturer narrative:
(B)(4). The device was received and the evaluation is complete. During the event history log review, an increased intra-peritoneal volume (iipv) event was identified. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device passed this testing. Internal and external inspection was performed and no issues were noted. A short simulated therapy was performed successfully. A service history review revealed no indication that the parts replaced during servicing caused or contributed to this event. Upon conclusion of the investigation, the cause of the iipv event was a false empty detect at initial drain and the I-drain alarm volume was met. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a high drain 101 alarm. This alarm indicates that the patient drained greater than 200% of the maximum prescribed cycle fill volume. The patient would continue therapy using manual supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.